Manufacturer narrative:
Date of event was approximated to (B)(6) 2022, implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeon of the procedure is: (B)(6). The first assistant surgeon is: (B)(6). The second assistant surgeon of the procedure: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was used during a laparascopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, tension free vaginal tape midurethral sling, cystourethroscopy, posterior vaginal repair procedure performed on (B)(6) 2022. There were no complications during that procedure and the patient was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.